Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: seven occurrences of nylon suture tip breaking whilst under surgical procedure. In instances, tip left in patient as retrieval would have meant surgical intervention. Removal of batches from stock. Additional information has been requested.